Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient via the manufacturer's representative reported that they had a fall a few weeks ago and had a change in stimulation from their implantable neurostimulator (ins) since. An impedance check (taken at 3.0 volts) showed contact #3 at greater than 40 ,000 ohms. The patient stated that this was the case prior to the fall. The patient was reprogrammed with using contact 3 (which had not been used before or after reprogramming) which gave them the desired coverage they needed. The issue was reported as resolved at the time of this report and the patient status was noted as "alive" - no injury". The indication for use for the implanted device was noted spinal pain. Relevant medical history included back and foot pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.